Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced bent cannula. The customer's blood glucose value was 120 mg/dl. The customer stated that they received intermittent cal error alerts. The customer stated that the alarm did not occur shortly after performing "find lost sensor". The product was returned for analysis.